Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling of the stomach's fundus on a laparoscopic gastric bypass, the stapler was fired but had an incomplete staple line on the distal part. Another reload was used to reload the issue and complete the case. There was no patient injury.